Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Multiple MDR reports were filed for this event, please see associated reports: 0001822565¿2019¿04003, 0001822565¿2019¿04004, 0001822565¿2019¿04005, 0001822565¿2019¿04006, 0001822565¿2019¿04007, 0001822565¿2019¿04008, 0001822565¿2019¿04009, 0001822565¿2019¿04010, 0001822565¿2019¿04011, 0001822565¿2019¿04012, 0001822565¿2019¿04013, 0001822565-2019¿04014, 0001822565¿2019¿04015, 0001822565¿2019¿04016, 0001822565¿2019¿04017, 0001822565¿2019¿04018, 0001822565¿2019¿04019, 0001822565¿2019¿04020, 0001822565¿2019¿04021.

Event description:
It was reported through the worn instrument return program that the shims were missing ball bearings. No patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified that the shims exhibit signs of repeated use and missing components, each has missing bearings. This confirms the reported event. DHR was reviewed and no discrepancies relevant to the reported event were found. This device is confirmed to have been a part of a CAPA investigation. Field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.